Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On the evening of (B)(6) 2026, the patient received an alert for a low cgm reading of 40 mg/dl. The patient ate a honey bun based on the cgm reading however, the reading did not improve. There was no bg taken. The patient was experiencing jitteriness and feeling "close to fall out". Due to the persistent low readings, the patient called an ambulance to be transported to the hospital. Upon arrival, a bgm comparison was performed, showing a reading of 134 mg/dl, while the cgm continued to read 40 mg/dl. No medication or treatment was provided at that time. At the ER, a repeat bgm comparison again showed a reading of 134 mg/dl, while the cgm continued to display 40 mg/dl. Due to the normal bgm readings, no treatment was provided for blood glucose, they only gave her routine home medications the following day since the patient was advised to remain for observation. The patient stayed at the hospital for more than 24 hours and was discharged on (B)(6) 2026. The patient reported that she has been feeling better since the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid when the patient was in the ambulance. No additional patient or event information is available.